Manufacturer narrative:
Follow-up #1: date of submission 08/04/2015 device evaluation: the device has been returned and evaluated by product analysis on 07/15/2015 with the following findings: there was no pump data available from the time of the event due to continued patient use. A review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. The pump was exercised for 24 hours at 2 units per hours and the pump correctly reflected 48 units delivered at the conclusion. A flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas stating that the patient had a bad month as far as blood glucose levels go indicating that the patient experienced very high and very low blood glucose levels and was even positive for ketones. No troubleshooting of the event was able to be completed at the time of the contact. Animas attempted to follow up with the reporter to troubleshoot the event but has been unsuccessful at this time. This report is made based on the allegation that the patient experienced unspecified blood glucose levels with positive ketones of unknown cause while using insulin pump therapy.